Manufacturer narrative:
Service was not dispatched for this event, as it appears to be reagent related. A customer notification letter was distributed in association with this rheumatoid factor lot. The mdrs associated with this event are:the mdrs associated with this event are: 2050012-2011-02801, 2050012-2011-02803, 2050012-2011-02804, 2050012-2011-02805, 2050012-2011-02806, 2050012-2011-02807, 2050012-2011-02808, 2050012-2011-02809, 2050012-2011-02810, 2050012-2011-02811, 2050012-2011-02812, 2050012-2011-02813, 2050012-2011-02814, 2050012-2011-02815, 2050012-2011-02816, 2050012-2011-02817, 2050012-2011-02818, 2050012-2011-02819, 2050012-2011-02820, 2050012-2011-02821, 2050012-2011-02822, 2050012-2011-02823, 2050012-2011-02824, 2050012-2011-02825, 2050012-2011-02826, 2050012-2011-02579.

Event description:
The customer reported that they obtained multiple, erroneous false positive rheumatoid factor (rf) assay results generated from a unicel dxc 800 synchron system in association with specific synchron system rheumatoid factor (rf) reagent lots. This was a multi-day event. This report is 7 of 26, and represents the alleged false positive rheumatoid factor (rf) assay results generated on (B)(6) 2011 with synchron system rheumatoid factor (rf) reagent lot number m010568. No repeat, confirmatory testing results were provided by the customer. Hence it cannot be verified that the initial results were, in fact, erroneous. The initial, positive results were released from the laboratory, however the customer stated that they did not believe that any modification to patient treatment was associated with this event. Additionally there have been no reports of death or serious injury associated with this event. Instrument rf quality control (qc) results associated with lot m010568 demonstrated positive and negative shifts of 3 standard deviations throughout the timeframe of this event. Sample preparation and handling information, as well as system calibration and system check information were not supplied by the customer. All rf testing for this customer is now being executed by another laboratory. Customer supplied data indicated one (1) patient samples with positive (greater than 20 iu/ml) rf results on (B)(6) 2011.